Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod. In addition the patient reports the pods adhesive had separated from the pod infusion site (arm), causing the cannula to become dislodged. The patient reports they had received a communication error from the pod at start up. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The needle mechanism deployed as intended upon manual rotation of the ratchet gear. The soft cannula was not deployed and therefore was never in a position to become dislodged. The adhesive pad was not returned with the device. Inspection of the adhesive welds found no damaged or defects. The exact cause of the reported adhesive malfunction could not be determined. Download data showed that the device was received in pod state 15 despite delivering 0 pulses. Based on the software design documents for op5 saw, the pod is expected to transition to pod state 2 after fill, then pod state 14 after a period of 1 hour without pairing the pod to the controller, then pod state 15 after sitting in pod state 14 for 80 hours. It cannot be confirmed if the device was activated before or after reaching the user. No alarms were generated in the data. The device was reset and the smc measured within spec. A complete rerun could not be completed due to several communication errors. The needle mechanism deployed as intended upon manual rotation of the ratchet gear. No damages or defects were observed during the investigation. The exact cause of the reported communication error could not be determined. The top and bottom housings were observed to be damaged. The timing and cause of this damage cannot be determined.